Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusiuon fse went onsite and found that the inspiration time was not consistent and there were knocking sounds from driver area, intermittently. On face of driver there is a slight milling deformity. It adjusted the ddi board and replaced one of the driver clamps and tightened the others. The fse was unable to reproduce fluctuating % it time. Completed safety and performance checks and all is ok now.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this unit had issues while running on a patient. He states he was told that the %it was fluctuating as well as the driver was making a "knocking" noise. The patient was placed on another unit and that there was no patient compromise.